Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed that the device would not power on ac or batter power. Physio determined the failure locations to be the therapy pcb and power supply and continues to evaluate/repair the device. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device failed to power on battery power during a cardiac arrest event after the user unplugged it from ac source and retrieved it for use. A backup lifepak 9 defibrillator was made available and the patient received defibrillation therapy. The patient was revived. There were no further details on the event and/or the patient provided. There was no adverse event reported as the result of the device use.